Manufacturer narrative:
(B)(6). The device was received for evaluation. A visual inspection was performed and a leak was noted. The leak was due to broken tubing at the solvent-bonded junction of the luer. The reported condition was verified. The cause of the broken tubing could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was leaking from an unspecified location. The leak was identified at the hospital prior to patient use. The infusor was filled with flucloxacillin 8000mg in sodium chloride 0.9%. There was no patient involvement. No additional information is available.